Event description:
It was reported that the patient had 2 cassettes malfunction (patient was able to successfully switch to different cassette and pumps continued to work fine).the pump malfunctioned no disposable occurred. No patient injury was reported. Additional information received by ICU medical on (15-mar-2022): patient details.

Manufacturer narrative:
Catalog number is unknown. UDI information is unknown. Premarket (510k) number is unknown. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.